Manufacturer narrative:
The investigation was started, results will be provided within the follow-up report.

Event description:
It was reported that a ventilator failure occurred during use of the device. There was no patient injury reported.